Manufacturer narrative:
Block e1: initial reporter fax: (B)(6). Block h6: imdrf device code a0904 captures the reportable event of cautery excessive current. Imdrf patient code e2104 captures the reportable event of electric shock.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted in the biliary duct during a biliary duct drainage procedure performed on (B)(6) 2023. During the procedure, the physician experienced electric shock while holding the axios device. The device was removed, and it was noted that a portion of the guidewire was peeled off. There were no patient complications as a result of this event.